Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side ¿rupture¿. The device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified an opening, underweight device, crease folds and wear abrasion. A microscopic analysis was performed which identified sharp crease on the posterior side and non-penetrating nicks (stress marks). Based on the device analysis the final assessment is: a sharp crease on the radius side due to a fold flawed opening.

Event description:
Physician reported left side ¿rupture¿. The device has been explanted.